Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was part of a system revision due to a pocket erosion with infection. Reportedly, the pocket site was positive for methicillin-susceptible staphylococcus aureus (mssa). The physician performed a transesophageal echocardiogram (tee), and a vegetation at the mitral valve (mv) was seen with some endocarditis noted. Subsequently, a new system was implanted on the palatial side. There was no additional adverse patient effects were reported. This crt-p was explanted. Due to the limited information received, further follow-up to obtain related details was not possible.